Manufacturer narrative:
The actual device reported in section d is not marketed in USA, but devices with similar characteristics (i.e allofit cup) are marketed in USA, and therefore this report was filed. DHR review: the DHR check could not be performed as the lot number was not available. Trend analysis: trend analysis could not be performed as no reference number was available. Compatibility check: the compatibility check could not be performed as no product information was provided. Review of incoming information: it was reported in a journal article that the patient underwent revision surgery of all hip components due to a deep infection after 9.4 years in vivo. No other documents were provided. Devices analysis: devices analysis could not be performed as the product was not returned for investigation. After an in vivo time of 9 years, the implants can be excluded as a caused for the infection. However, all possible causes related to the issues reported are listed in the dfmea which is available for every zimmer implant and is continuously monitored and updated. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).

Event description:
It was reported in a medical journal article that the patient was implanted a fitmore cup (exact catalogue number unknown) between 1994 and 1997. All hip components were revised due to a deep infection after 9.4 years in vivo. (Journal article: m.r. Streit et al.: high survival in young patients using a second generation uncemented total hip replacement, in: international orthopaedics (sicot) (2012) 36:1129-1136) .